Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'multiple false upstream occlusions during testing' which was not reproduced through troubleshooting of the device. A review of the event history log identified the multiple presence of 'upstream occlusion!' Messages. The cause was determined to be an out of specification ultrasonic sensor readings. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a multiple false upstream occlusions alarm during testing. There was no known patient injury or medical intervention associated with this event. No additional information is available.